Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is severely deformed over its entire length. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that, according to the IFU, pre-dilatation of the lesion is mandatory. The IFU further the user warns against re-insertion if the stent system was removed prior to expansion.

Event description:
The orsiro drug-eluting stent system was selected for use. The stent was delivered through a guideplus ii and it appeared that the orsiro stent was visually abnormal. Thus the orsiro stent system was removed and checked outside of the patient and no deformation was confirmed. After re-insertion the orsiro was inflated up to 16atm. During removal resistance was felt and afterwards it was noted that the stent was not implanted and displaced on the delivery system.